Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Confirmed an intermittency between the connector pin and cap. There was blood/body fluid in all conductors (not obstructed) and the outer insulation had cosmetic depression.

Event description:
It was reported the lead was removed due to infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.